Manufacturer narrative:
Qn#(B)(4). Multiple samples were received, and all the samples are related and were reviewed for cross compatibility. No visual concerns were noted on initial inspection. All samples were bundled together and not segregated into sets. Dimensional testing was completed, and the handles were confirmed to be within specification. Upon functional testing, the guards were observed to be loose when attached to the knife. The w1 lot handle noted above exhibited the greatest looseness in the guards provided. The loosened guards are consistent with damaged cause when guards are removed from the handle in a non-parallel fashion which splays open the trailing edge of the guard. Review of the guard setting revealed that the blade was not parallel to the guard flange which suggests that the guards have been modified or damaged by incorrect handling during guard removal. The damage observed was concluded to be consisted with user error and mishandling of the device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "customer stated that the guard has slid down the handle exposing the blade on multiple occasions. They did not know for certain the number of occurrences or if the problem occurred with multiple sets of handles and guards. The customer also state that patient intervention was required on two occasion". Additional information received states that "the surgeon spoke with me during the second patient injury event. I have no direct knowledge of the first event. During the second event the surgeon attempted to debride the burn wound in the standard fashion. This resulted in slicing through all dermal layers into the subcutaneous fat. The surgeon then had to repair the lacerated wound". A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "customer stated that the guard has slid down the handle exposing the blade on multiple occasions. They did not know for certain the number of occurrences or if the problem occurred with multiple sets of handles and guards. The customer also state that patient intervention was required on two occasion". Additional information received states that "the surgeon spoke with me during the second patient injury event. I have no direct knowledge of the first event. During the second event the surgeon attempted to debride the burn wound in the standard fashion. This resulted in slicing through all dermal layers into the subcutaneous fat. The surgeon then had to repair the lacerated wound". A new device was used to complete the procedure.